Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken non-patient end cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
When did it occur? : after use needle injury: no other treatment: no were the returned items used? : yes if used, unknown returned quantity: 1 ea details of the event (timeline, history, etc.): the solution did not come out (no back needle) it may have been broken. The pen (flex pen) was collected just in case. Batch.